Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 106 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the vessel morphology was described as unremarkable. The patient has not returned regularly for follow-ups after 2005. It was reported that there was a type ii endoleak resulting in aneurysm enlargement. The physician elected to intervene by explanting the bifurcated stent graft; however, the iliac limbs remain in the patient. The explant procedure was very difficult, because the stent graft was totally grown into the aorta. The physician stated that the event was related to the type ii endoleak. No additional clinical sequelae were reported, and the patient is fine. The explanted graft was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation (results, conclusions): type ii endoleak.